Event description:
Patient presented to the ER physician a few days after the implant procedure with chest pain. ER physician diagnosed a pneumothorax and placed a chest tube. Pneumothorax resolved and patient was discharged.